Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device did not make a smooth cut. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the device did not make a smooth cut. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer also returned a hose and 1¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device needed preventative maintenance and the bearings, thickness lever, and hose were replaced. This is not a related issue. Product review of the air dermatome on (B)(6) 2018 revealed that the head and control bar were chipped. The hose end was smashed and the swivel was rough. The motor speed was within specifications but it was at the lower end. The calibration was out of specifications at the zero, ten, and thirty settings. The control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged head, damaged control bar, bearings, seal and retaining ring, motor, poppet assembly, o-ring, swivel, and hose. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per. The reported event was confirmed since during the product review it was noted that the control bar was chipped and the device was outside calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was chipped and the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.